Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open while locked), associated with the clip opening to roughly 30 degrees post deployment, could not be determined. The reported hospitalization, surgical intervention, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2023, a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted, however, the clip was removed due to the sizing. An xt clip was inserted and deployed on the mitral valve. However, after deployment, the clip opened to roughly 30 degrees. It was noted the clip remained stable on both leaflets. Mr reduced to a grade of 3. The following day, the physician decided to remove the clip and implant a mitral valve ring. No additional information was provided.